Manufacturer narrative:
(B)(4). Date sent: 05/30/2025 d4: batch #unk additional information was requested, and the following was obtained: did the device deliver any staples? --> yes if yes, were the staples formed properly? --> please review picture if yes, was the staple line complete? --> no did the device cut? If yes, was the cut line complete? --> no as it stopped if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the photos showed tissue with a staple line. However, due to tissue on staples line proper/improper form of staples could not be determined. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. D4: batch #356d89. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. In addition, a gst60g reload (b) was received along with the device and it was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 356d89, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/23/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? - did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? - was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a97159, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, it was observed that the device failed to fire fully twice with a green magazine. Could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.